Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +22.5d) was explanted from the right eye due to blurry vision following the use of an infrared sauna without using rxsight uv spectacles while in the sauna. No light adjustments were performed. The treating physician reported an observation, consistent with zone formation, in the lal on exam prior to explant. A new lal (sn (B)(6), +22.0d) was implanted as a replacement.

Manufacturer narrative:
An optical evaluation of the returned lal confirmed the presence of an ambient zone. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).